Event description:
The reporter stated the surgeon inserted an aq2003v silicone three-piece lens, but the haptic broke. The lens was removed with no patient injury, no incision enlargement or sutures.